Event description:
In 2009, a company representative reported that she assisted the patient in setting up the infusion device at 10:00am. She tightened the infusion tubing to the adapter and confirmed that the patient properly inserted the insulin cartridge in to the infusion device. At 3:30pm, the patient reported to her that she smelled insulin and found that the infusion tubing had become detached from the infusion device at the luer connection. Upon follow up with the patient on the same day, she verified the details provided previously and stated that she was able to reconnect the infusion tubing and she had no further issues. She stated that the infusion tubing does not appear to be damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.